Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01may2026 has been used as a placeholder. The device is available for evaluation; however, has not been received.

Event description:
The event involved an oncology kit, 12 in ext, 2 spiros, graduated adapter, 2 chemoclave vented vial spike, 20 mm; chemoclave vented vial spike, 13 mm; spiros w/red cap with ln ch3943 and lot number 14859771. It was reported that the box has been opened, and the customer discovered the defect with the valve in the spike when tried to administer the medication. The medication was not passing into the tubing. There was no reported patient involvement and patient harm.